Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient states her hip is popping and her back is hurting her.

Manufacturer narrative:
The alleged complications appear related to the acetabular implants rather than the femoral implants, please void this report.